Manufacturer narrative:
Co evaluation of this pca pump revealed that the rpt'd problem condition was not confirmed. This pump was found to meet performance specifications for rate and accuracy.

Event description:
Reportedly this pump was set to deliver demerol for pain mgmt as pca therapy. Within two hours of operation the pump was found with 37 cc gone which was over the prescribed dose that had been entered. The rn found the pt to be "not looking good and unresponsive." Narcan was administered and the pt is reported as "fine now."